Event description:
As reported by the user facility: once set was removed from pump to run via gravity, the asv valves could not be removed. During follow-up correspondence with the sales representative and reporting facility, it was confirmed there was no patient injury or intervention required as a result of this occurrence. However, the facility stated they believe there is a potential patient safety risk if the valve is not able to be removed in an emergency situation.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report #(B)(4). Three tubing sets were returned for evaluation. The first set contained one anti-siphon valve (asv); the second set contained two asv's; the third set contained no asv's. The asv's and corresponding distal connectors on the tubing sets were subjected to an iso luer taper test and were dimensionally checked. The parts met dimensional and luer taper requirements according to specification. An additional torque test was performed on the three asv's in order to determine the pressure needed to remove the valves. The torque results were .025 lbs-in, 1.0 lbs-in, and 2.5 lbs-in, respectively. Without the lot number, a thorough evaluation could not be performed. No adverse quality trends of this nature were identified during the complaint review process for the product catalog number identified in the reported event. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the event. The returned samples met specification, and the reported failure could not be reproduced. If additional pertinent information becomes available, a follow-up report will be filed.